Manufacturer narrative:
Based on additional information, the report has been updated to reflect the correct lot number. The lot number reported is 426080464x.

Manufacturer narrative:
Updated fdr to reflect findings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There was no occlusion detected. After performing a visual inspection kinked tubing was observed. The reported condition of kinked tubing was confirmed. The sample received does not correspond of the product code reported, in the sample it was observed caliber of the 12fr and it was confirmed with the dimensions of the tube corresponding to a 12fr. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that there was resistance when infusing the enteral diet. When the tube was pulled, the problem persisted. The tube was removed and there was a kink found. There was no injury reported.